Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
Incident was reported to the manufacturer via legal claim, limited information has been made available. The user reports symptoms of pain, itching, redness, and photophobia. The user sought medical treatment (B)(6) 2021 at (B)(6) and states they were diagnosed with a corneal ulcer which has resulted in corneal scaring caused by the lens care solution being used. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.